Event description:
The customer received questionable ion selective electrode (ise) sodium results on their c111 analyzer. The customer provided data for eight patients, of which there were five patients with discrepant results reported outside the laboratory. The repeat results were run on a cobas 6000 c501 analyzer, serial number not provided. The first patient's initial sodium result was 134 mmol/l. The repeat result was 141 mmol/l. The second patient, a female born on (B)(6), had an initial sodium result of 133 mmol/l. The repeat result was 141 mmol/l. The third patient, a female born on (B)(6), had an initial sodium result of 131 mmol/l. The repeat result was 138 mmol/l. The fourth patient, a female born on (B)(6), had an initial sodium result of 133 mmol/l. The repeat result was 140 mmol/l. The fifth patient, a female born on (B)(6), had an initial sodium result of 133 mmol/l. The repeat result was 139 mmol/l. There were no adverse events. The sodium electrode lot number was 7325611346 and the expiration date was not provided. The customer did not use fresh protein remover and etcher every day; they just poured new solution in the top of the old one for several days. The field service representative performed a precision study with fourteen samples from another laboratory using a cobas 6000 with results that were very fine. He checked the ise line of the instrument very carefully. He changed the sodium and reference electrodes.

Manufacturer narrative:
This event occurred in (B)(6).